Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 20 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, swelling, bleeding, increased sensitivity and abscess. No further patient complications were reported.